Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that one side stopped working, the patient had to turn it up the night before and went up as high as it could go at 10, and nothing. The patient switched sides and was feeling it comfortably at 6.1. The patient stated the spasms were still there. The patient stated there were lots of issues and complications with the procedure and it did not go well. The patient stated they slept long but when they woke up their whole bed was wet and had to change everything. On (B)(6) 2017 the patient reported they had their lead removed on (B)(6) 2017. The patient reported they went to the emergency room and had it removed by emergency, and that every time they walked they felt sharp pain and numbness down their leg. Additional information was received and it was reported that within 1-2 days after lead placement patient had leads removed and did not want to continue with the test even though they were getting improvement with their bladder symptoms. Patient did have to switch sides due to lead migration. No further complications were reported.